Manufacturer narrative:
UDI : (B)(4). The certas valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A facility reported the certas valve had leak holes in the siphongaurd. This was demonstrated when attached to the proximal and distal catheters by the csf leaking out from around the valve and not going through the distal tubing. (There were no suturing or toothed forceps or any sharp devices used around the valve to cause these holes by the surgeon or scrub nurse handling). They needed to change product as shunt was faulty and then used another shunt they had on the shelf. No revisional surgery was required this occurred mid-operation.